Event description:
It was reported that sensing noise leading to inappropriate automatic mode switch was observed on the right atrial (ra) lead. During lead revision, insulation damage was confirmed visually. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.